Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from december 4, 2020 - december 7, 2020. H10: the four (4) devices were received for evaluation. A visual inspection was performed using the naked eye which revealed traces of silicone oil located on the interior wall of the housing. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the device to prevent potential rupture from cover or housing contact. Sometimes, silicone oil from the bladder would drip on the inner wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. There is no manufacturing requirement that there be no silicone oil on the interior wall of the housing. Therefore, the returned product met product specification and there was no product non-conformance. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred during an unspecified date of 2021; further described as "recently". The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) small volume folfusors leaked fluid outside the bladders. It was further reported that one device was filled with sodium chloride and others were empty. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.